Event description:
The customer reported that the system was not saving images to the hard drive.

Manufacturer narrative:
(B) (4). The ge service rep replaced the right monitor. The system operates as intended.